Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the batteries were lasting for three days on the insulin pump. Customer also reported a battery out limit alarm occurring during normal use. The customer also reported a signal too low alarm and unexpected restart alarm on the insulin pump. Customer was advised to monitor the insulin pump while a replacement battery cap was being sent. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.